Event description:
It was reported that a lead was associated with a return of pain and inadequate coverage in the needed area. High impedance affecting all contacts was observed on the day of surgery. A device revision was performed on (B)(6) 2026 during which the lead was replaced and the product was explanted. The issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 19-nov-2024, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.